Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 76.5cm from the strain relief there was a hypotube separation to the device. The separated ends of the device were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft was kinked. There was no resistance during removal however, distal shaft separation occurred. The distal separation part was on the guidewire so it was pulled out with guidewire. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft was kinked. There was no resistance during removal however, distal shaft separation occurred. The distal separation part was on the guidewire so it was pulled out with guidewire. The procedure was completed with another of same device. There were no patient complications nor injuries reported.